Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition as it is most likely that anatomical factors, such as the 95% stenosed target lesion and/or the moderately tortuous and severely calcified artery, were met which resulted in the reported event of balloon burst and as a result the reported damage/protector tip problem occurred. This conclusion code is based on the available information and the review conducted at the complaint investigation site.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention (pci). The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst, and damage was also observed on the protector tip. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention (pci). The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst, and damage was also observed on the protector tip. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.